Event description:
A 41-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure was notified that the patient developed damaged skin and a small lesion. Upon evaluation, the health care provider suspected eczema. Treatment included the prescription for an unspecified antihistamine and a scalp cleansing product to support symptom management. The images provided show the arrays placed on the scalp with multiple scattered irregular shaped patches of superficial white scaling and flaking plaques with mild to moderate erythema, including the surgical resection scar. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the event cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).